Event description:
A hospital in (B)(6) reported that the audible alarm on an mr730 respiratory humidifier "does not function." This was found prior to use.

Manufacturer narrative:
(B)(4). The device was manufactured in 1996. Method: the complaint device has not been returned to the manufacturer. It has been visually inspected and performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: the visual inspection revealed the fascia of the complaint respiratory humidifier to be damaged. The performance test revealed that there was no audible alarm due to a faulty buzzer on the pcb control board. Conclusion: the damaged fascia is likely due to physical damage. The buzzer was subsequently replaced. Following replacement of the buzzer, the humidifier passed all calibration, performance, electrical safety tests and was returned to the hospital. The technical manual advises that the operation and calibration of the device "should be performed after any servicing, and annually as part of the routine maintenance procedure" to ensure functionality.